Event description:
The customer reports that the instrument reported a glucose of 17.4 mmol/l as compared to 40 mmol/l lab result. The instrument reported repeated d2 maintenance codes indicating instrument maintenance is required but codes were ignored by the operator.

Manufacturer narrative:
The customer ignored the warning flags, therefore, this is a user error. The sensor was replaced and there were no further maintenance codes observed. No patient was impacted by this event.